Manufacturer narrative:
Upon further review, this file is not reportable, as we have no report of a leak.

Manufacturer narrative:
Upon clinical review, this file was determined to not be reportable.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary tubing was difficult to screw onto the blue port and the tubing disconnects when it is in use. There is no report of patient harm.